Event description:
It was reported that, after a partial knee replacement had been performed on an unspecified date with a journey uni system, there was loosening of the jrny uni tibial baseplate. A revision surgery was subsequently conducted to address this event. Patient health status is not known.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to ¿loosening¿ of the uni-tibial baseplate. Reportedly, no further information is available. Without the requested clinical documentation, the root cause of the reported event could not be further assessed. The patient impact beyond the reported loosened baseplate and revision could not be determined. The current patient status remains unknown. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to ¿loosening¿ of the uni-tibial baseplate. Reportedly, no further information is available. Without the requested clinical documentation, the root cause of the reported event could not be further assessed. The patient impact beyond the reported loosened baseplate and revision could not be determined. The current patient status remains unknown. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: case (B)(4).